Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt tried to charge today, but found they couldn't. They haven't charged since june because they have had no pain, but are trying today because they are having pain and said they just saw their chiropractor. Pt started passive recharge mode during the call and got 90 for the high number. After a few minutes, pt was able to start charging ins with excellent quality. Pt says that they have to recharge every 24 hours and used to be good for 1-2 weeks. Redirected to healthcare provider (hcp). Pt doesn't have hcp, so emailed hcp listings to pt.